Manufacturer narrative:
The root cause is consistent with a sample probe related issue. No further issues were reported after the service visit.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable gluc3 glucose hk gen.3 results for 2 patients tested on a cobas 8000 c 702 module. Patient 1 initial gluc3 result was 0.41 mmol/l with a repeat result of 5.43 mmol/l. Patient 2 initial gluc3 result was 0.01 mmol/l with a repeat result of 3.08 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 360979 with an expiration date that was requested but not provided. The field engineering specialist replaced the sample probes and re-aligned the probes. He checked the washing levels and the reagent probe alignments he replaced the syringe seals. He tested the system with acceptable results. The investigation is currently ongoing.